Event description:
The complainant reported that the patient on impella cp support, a transesophageal echocardiography (tee) was done to check positioning which was confirmed that the impella was across the aortic valve and unable to flow above p1. The patient was taken to the operation room for impella cp removal and escalation of impella 5.5. Tee was performed again in the operation room and the left ventricle thrombus was identified. Systemic heparin had been stopped earlier in the day due to a hematoma in the right groin which is now soft and not expanding. Cancelled impella 5.5 escalation and the patient was returned to the intensive care unit with recommendations to restart heparin infusion. The family made the decision to pursue comfort care and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
The investigation into the reported hematoma, positioning issue, and thrombus has been completed. Clinical information reported false "impella in aorta' alarms during repositioning when the device was confirmed in the left ventricle via echocardiography. Left ventricle thrombus was identified via transesophageal echocardiography and there was hematoma in the patient's right groin. No product was returned for inspection. No data logs were available for analysis. Limited clinical information was provided related to the thrombus and hematoma. The root cause of the positioning issue was not determined as no product or logs were returned, and insufficient clinical details were provided. The root cause of the access site bleeding- major was not determined as insufficient clinical information was provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."